Manufacturer narrative:
(B)(4). The customer reported unable to acquire v lead. There was no reported adverse pt impact. Philips repair bench evaluated the device and found the ECG connector failed. The measurement panel was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.

Event description:
The customer reported unable to acquire v lead. There was no reported adverse pt impact.